Event description:
The intra aortic balloon was inserted into the pt on 4/22/98. On 5/5/98, the "blood leak" alarm sounded from the pump and flecks of blood were noted in the intra aortic balloon pump extension tubing. Event complications: none from the event - reported 6/2/98. Pt's current status: in ward - reported 6/2/98.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.